Manufacturer narrative:
Batch review performed on 10 july 2018: lot 168441: (B)(4) items manufactured and released on 28 march 2017. Expiration date: 2022-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on 06 july 2018: partial hip revision surgery (cup, liner and head) occurred 6 months after primary cementless total hip arthroplasty. Radiographic image provided shows the presence of a mobilized shell. Post-implantation cup position cannot be assessed on the basis of the information received: no immediate postop xrays is available. Aseptic loosening is a possible, literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed due to cup loosening 6 months after primary. The surgeon revised the head, cup and liner, the cup and liner with another company's product, the head with another medacta head.